Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports the patient is having difficulty reading/seeing; and was prescribed multiple medications with a planned follow up visit. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the lens was exchanged for a different power lens. Reportedly, "patient tolerated the procedure well" without complications. H3 - device evaluation: lens was returned in a specimen cup with moisture. Visual inspection found the lens haptic torn. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).